Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a tooth extraction procedure, three burs broke, it was also reported that there was a slight delay while getting a replacement bur. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the first bur that broke.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a tooth extraction procedure, three burs broke, it was also reported that there was a slight delay while getting a replacement bur. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the first bur that broke.